Event description:
During routine evaluation, a syncardia technician reported the freedom driver failed incoming testing.

Manufacturer narrative:
The freedom driver will be evaluated at syncardia. The results will be provided in a follow-up MDR.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found one new alarm, indicating secondary motor voltage was too high. Visual inspection of external and internal components found no abnormalities. Therefore, alarm was likely produced during data file extraction. Freedom driver failed initial inspection criteria for out of specification left atrial pressure. Functional testing during failure investigation found no abnormalities. Driver passed all areas of testing. During investigation, testing tank's rap levels were set to both normotensive settings and higher and lower settings. Driver passed third functional test at normotensive setting. Customer complaint could not be replicated. Failure investigation for this complaint confirmed the reported issue. The customer complaint could not be replicated; root cause of the initial inspection failure could not be determined. Failure investigation identified no other test failures or damage that could have contributed to the complaint. No evidence of a device malfunction was found. Device was not in patient use at time of complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
During routine evaluation, a syncardia technician reported the freedom driver failed incoming testing.